Event description:
During a follow-up in-clinic, low pacing impedance was observed on the right atrial (ra) lead. Ra lead damage was alleged but was unable to be confirmed. Reprogramming has been performed to resolve the event. The patient was stable and will continue to be monitored.